Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had respiratory failure and a tracheotomy was performed.

Event description:
It was additionally reported that the respiratory failure was due to a combination of undernutrition. Renal failure, ascites effusion, and right heart failure. The patient exhibited symptoms of tachypnea and decreased oxygenation capacity. It was noted that this was not related to the left ventricular assist device (lvad) implant procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU, ¿introduction¿, lists potential adverse events, including right heart failure, renal dysfunction, and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.